Event description:
It is reported that the impactor thumb screw dislodged from device and found in patient's post-op- x-ray. It was originally reported to the sales rep by the hospital that the set screw must have been lost in the washing process. It wasn't until the post-op x-ray was examined by the surgeon that the part was found. Distributor met with surgeon's staff as well as the hospital to discuss this situation. Surgeon decided to closely following the patient's progress to determine course of action. Then, in august 2005, the part left in the patient was removed.